Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ventricular lead noise caused inhibition of ventricular pacing in a pacer dependent patient, observed in stored egm. The patient was asymptomatic. The lead was reprogrammed.